Manufacturer narrative:
(B)(4). The set has been received but the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer reported a set separated at the bottom of the pumping segment. Tubing had been hanging for less than two hours. No pt harm or medical intervention required. No further event or pt information is available.